Event description:
A lead extraction procedure commenced to remove two leads: a right atrial (ra) lead and a right ventricular (rv) lead. The patient had a pacemaker and leads implanted from 2000 with superior vena cava (svc) occlusion and an azygos vein aneurysm. Patient no longer needed the device and chose to have it removed. There was extreme difficulty getting the ra lead out which was removed successfully. Next, an attempt to extract the rv commenced. The patient's svc occlusion made it difficult to get anything through the svc. The physician was able to get a spectranetics 11f tightrail device with the outer sheath somewhat through the svc about 2-4 inches from the tip of the lead. The helix on the tip did not retract before prepping the lead for extraction. The physician was applying traction with a spectranetics lld ez (lead locking device) which was positioned with the device's tip in the svc about 8-10 inches from the tip of the lead. The lead eventually came free from the apex of the rv, however the patient's blood pressure dropped afterward. Rescue efforts commenced immediately, including sternotomy. A hole in the rv apex was discovered where the rv lead was attached. The surgeon successfully repaired the injury and the patient survived the procedure.